Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13g27011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by acute abdominal pain. The patient was hospitalized for this event and treated with intravenous vancomycin (dosage and frequency not reported). At the time of the report the patient remained hospitalized and the vancomycin was ongoing. The pd catheter was removed and the patient had begun hemodialysis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis sometime in (B)(6) 2013. It was reported that at the time of this report, the patient was in the intensive care unit (ICU). The nurse declined to provide any further information. Should additional relevant information become available, a supplemental report will be submitted.